Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited possible intermittent non-capture on stored electrograms (egm) due to morphology changes on ventricular pace events. The rv lead remains in use. No patient complications have been reported as a result of this event.